Event description:
Customer reported a past low blood glucose event with the lowest level at 30 mg/dl. Customer consumed carbohydrates to address the issue, received assistance from son to provide carbs. Technical support recommended consulting a healthcare provider to discuss potential factors affecting blood glucose levels, and customer acknowledged the advice.